Event description:
Event description guidant received information that this right ventricular lead became dislodged shortly after the implant procedure. During the attempt to reposition the lead one day after original implant, the helix was unable to be retracted. The lead was explanted and successfully replaced. The lead was returned to guidant for analysis.